Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No number ramping anomaly was noted. No moisture damage was found on the electronic or motor assembly. The insulin pump had minor scratches on the display window and a cracked display window corner.

Event description:
It is reported that the customer had high blood glucose levels of 219 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer reported that the insulin pump may have been exposed to moisture and sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.